Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 869-022, 510k # k040962 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation at l2 to s1. It was found that the left rod was broken around l5 screw approximately a year post op. The revision surgery was performed 14 months post op to replace the broken rod and extend the fusion level to iliac. Reportedly, the fusion seemed to have occurred according to images. No patient complication was reported during and after the revision surgery.